Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior spinal fusion for a treatment of burst fracture with the use of the medical device (artificial vertebral body). Postoperatively, on an unknown date, the placed cage sank into the vertebral body at cranial side. The product did not break. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.